Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one used sample was returned for evaluation. A visual inspection revealed the safety shield was attached to the cannula adapter and was not activated and the v-clip was tilted. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6327052. A manufacturing review revealed no abnormalities with incoming material, the assembly process, or packaging process. Conclusion: although the evaluation observed the v-clip was to be tilted causing the safety mechanism to not activate, an absolute root cause for this incident cannot be determined as bd there is no evidence of this issue found in the DHR and manufacturing reviews. A formal CAPA will not be initiated for this incident. Non-CAPA actions to be implemented are: 1. Train employees not to squeeze transfer boxes during the production process. 2. Notify the operators of the v-clip assembly to not touch the tip shield. 3. Discuss design improvements with r&d. (B)(4).

Event description:
It was reported that the safety mechanism of a bd pegasus¿ safety closed IV catheter system 20 g x 1.16 in. Failed to activate when the needle was withdrawn. There was no report of injury or medical intervention.